Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator and blood in the device. The device was microscopically and visually examined. The tip of the access sheath was damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported tip damage.

Event description:
It was reported that there was difficulty recapturing the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient but it did not meet release criteria. The physician attempted to recapture the closure device but was unable to do so. The tip of the was was damaged after several recapture attempts. The physician removed this from the patient and completed the procedure with a new device. There were no other patient complications that were reported to have occurred.

Event description:
It was reported that there was difficulty recapturing the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient but it did not meet release criteria. The physician attempted to recapture the closure device but was unable to do so. The tip of the was was damaged after several recapture attempts. The physician removed this from the patient and completed the procedure with a new device. There were no other patient complications that were reported to have occurred.